Manufacturer narrative:
No products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the chicken foot was blinking in and out. The site tried both their sterile and non-sterile with no resolution. The cranial patient reference frame was not blinking. Troubleshooting was performed. Technical services (ts) had the site unplug the camera cart and plug it back in. The site restarted the system. The site changed out the spheres. Ts suggested that they hide each sphere to see which one would stabilize the blinking. Ts suspected that possibly a post was bent or that a sphere was not pushed down all the way. There was no patient involvement.